Event description:
Dr reported that a pt had been in urinary retention for 2 weeks following the coaptite urethral bulking procedure. The pt was taken to the operating room for urethral dilation. The physician used a needle to break up the coaptite bleb. The pt was discharged with a foley catheter inserted.

Manufacturer narrative:
During follow-up with the nurse manager, it was reported the pt had developed a bleb of coaptite product. The bleb was broken with a needle and the pt passed the void test 2 days later. The symptoms of urinary retention and the stress urinary incontinence had resolved at this time. A review of the device history record for the reported lot number (1002698) found nothing that would cause or contribute to the reported problem.